Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited noisy signals on this right ventricular (rv) channel. The patient also reported syncope which was not related to our device. There was possibly asystole noted. The health care professional (hcp) stated that it could be lead malfunction. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that the health care professional (hcp) stated the noise was due to electromagnetic interference (emi) and the physician might opt for lead revision. Additional information received indicated that this lead was surgically abandoned and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited noisy signals on this right ventricular (rv) channel. The patient also reported syncope which was not related to our device. There was possibly asystole noted. The health care professional (hcp) stated that it could be lead malfunction. This rv lead currently remains in service. No adverse patient effects were reported.